Event description:
The patient contacted lfs and compared meter to another meter. The patient had obtained a 314 mg/dl and a 385 mg/dl and compared the meter to another meter and obtained a 208 and a 274 mg/dl. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. Readings were done less than 30 minutes from one another. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. There is no evidence that the meter caused or contributed to a serious injury. The complaint is being reported since the result is greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.